Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: ectopic pregnancy- salpingectomy. Event description: the incident took place at the end of the procedure when the seal housing was removed to help with the rapid disufflation of the abdomen at the end of the procedure. When removing the seal housing the side tabs on the sleeve broke. This was retrieved outside of the body, and the surgeons confirmed no harm was cause to the patient. Intervention: the fragment was collected and the sleeve was removed and did not require to be replaced as the procedure had ended and the surgeon continued with the suture. Patient status: not impact by the incident, recovery going as expected.